Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abdominal aortic aneursym in 2001. The diameter of the proximal non-aneurysmal neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 190 mm. Aneurysm and vessel morphology are unknown. The pt has a history of coronary artery bypass graft and coronary artery disease. It was reported that the left external iliac artery was dissected during the procedure. It was also reported that there was a poor seat in the left common iliac artery, and a 16 mm diameter x 8.5 cm length iliac limb was implanted. Placement of the iliac limb occluded the left hypogastric artery. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported.